Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 output plug was cleaned and tightened and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication failure error message which would cause the system to lock-up. There is no report of pt injury.